Manufacturer narrative:
(B) (4): the returned chamber was visually inspected for impact damage and connected to a water bag to test the operation of the chamber floats. Results: the chamber floats operated correctly, preventing the entry of water into the chamber below the maximum fill line. No impact damage was observed on the chamber. A lot check revealed no other similar complaints for this lot number. Conclusion: the returned chamber operated correctly to control the entry of water into the chamber. No impact damage was observed on the chamber. We could not confirm or replicate the reported failure with the returned device.

Event description:
A hospital in (B) (6) reported via our distributor that water did not stop entering an mr290 autofeed humidification chamber. No pt consequence was reported.